Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was not getting any charge at all and the issue began a week ago. Patient stated they tried to reset the controller but that did not resolve the issue. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient confirmed green light was on ac power supply cord. The issue was not resolved. An email was sent to the repair department to replace the controller device.

Manufacturer narrative:
H3: product ID 97745 lot# serial# (B)(6) was returned for analysis and found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an external device. The reason for call was that the pt had called in a couple times regarding the controller. Caller said that they were just on the phone with the pt troubleshooting the reported issue and that it seemed like the pt was having charging issues. Caller said that the controller wasn't charging from the wall. Caller said that they had the pt reset the controller. Caller said that the pt said that the controller used to hold a charge, but now the controller was just blank. Caller said that this had been an ongoing issue. Caller said that they thought that the recharger was previously the issue and that now it seemed like the controller was the issue. Caller was unaware of the event date. Patient and equipment were not present during the call, so agent was unable to troubleshoot the reported issue or gather equipment serial numbers. Caller said that the pt would be calling in to ps to further address the reported issue. Additional information received from patient. Information was received from a patient regarding an external device. The reason for call was patient reported the controller was not getting any charge at all and the issue began a week ago. Patient stated they tried to reset the controller but that did not resolve the issue. Agent walked patient through removing the battery pack and plugging controller into the ac po wer cord; patient confirmed controller did not power on. Patient confirmed green light was on ac power supply cord. The issue was not resolved. An email was sent to the repair department to replace the controller device. Additional information received from patient. Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began right after they received their replacement controller. Patient stated the first day they charged the controller they got a good charge for 2 days and then they tried to charge the controller that night and it had charged all day and it said the battery was full. Patient said they put the controller on to make sure it was fully charged because their back was so bad and they put it on for 2 minutes and the controller said battery is empty charge controller. Patient then said they took the battery out and plugged the controller in and put the battery back in and the screen said battery is full. Patient inspected the controller battery pins and said they looked like brand new. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Patient mentioned they had 6 surgeries, a neurostimulator, a pain pump, and 2 broken vertebraes in their back.